Event description:
External blood leak at venous end of dialyzer within the first minute of treatment. Leak was from the cap/housing connection. Less than 20cc blood loss. No pt injury or intervention.